Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 9.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted due to dislodgement. No further information was available.